Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation of bd vacutainer® sst¿, there is improper separation, gel is still at the bottom of 4 tubes resulting in specimen recollection. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that after centrifugation of bd vacutainer® sst¿, there is improper separation, gel is still at the bottom of 4 tubes resulting in specimen recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 100 samples for investigation. Out of these, 30 returned samples were randomly selected and underwent visual inspection for gel defects and additive abnormality and one tube exhibited gel air bubbles. Additionally, 30 retained samples were visually examined for gel defects and additive abnormality, with no samples failing for either issue. Complaints for sample quality were not under statistical control for the month of september 2025; additional testing was performed. Factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer's returned, and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: poor barrier separation. This complaint has been confirmed for gel air bubbles before use based on the returned sample inspection. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.